Event description:
Ous MDR. Incorrect detections and inadequate shocks with oversensing were reported after an implantation time of about 3 months. The lead was explanted.

Manufacturer narrative:
The analysis checked the mechanical and electrical properties of the lead. Fraying of the outer insulation could be determined. This damage manifestation is with high probability the cause for the complained-about oversensing. The fraying of the outer insulation and the additional abrasion signs presume excessive mechanical stress exerted on the lead. The analysis was unable to find any mfg errors or material defects. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead on the ICD housing and excessive friction of the lead at the ICD housing. Friction of the lead with other leads in the implanted state should also be considered a possibility. X-ray images or diagnostic images of any other kind, which would inform about the spatial relationships of the implanted system in the body, were not available for analysis. The bent fixation helix is most likely due to excessive mechanical stress (pressure and pulling forces) during the explantation.